Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was dislodged and exhibited high pacing thresholds. This lead was repositioned and still remains in service. No additional adverse patient effects were reported.